Manufacturer narrative:
UDI # (B)(4). The device was returned to manufacturer for evaluation. The unit was received with the upper and lower handles out of adjustment. Both shock cushions were worn and needed to be replaced. The unit was received without the standard or tri-star adaptor. No device history record (DHR) review was possible as the provided serial number ((B)(6)) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the a2009 ultra 360 patient positioning system still has movement when handles are locked. There was no known patient involvement or delay in surgery.